Event description:
Repair center: alleged alarming/red light and key is the valve is sticking. Per independent repair center statement, low o2 or yellow light. The key failure was that the rex roth valve was sticking. Other issues were that the power switch has no alarm.